Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the mobile power unit (mpu) was blinking yellow wrench and then after a few minutes the green light shut off. The mpu was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) (serial number: (B)(6)) alarming with a yellow wrench was not able to be confirmed. The mpu returned to the pleasanton service depot in unremarkable physical condition. The unit booted up and functioned as intended. The reported alarms were not reproduced with a test controller and mock circulatory loop. No issues with the mpu were noted, but the patient cable was replaced as a precaution. The repaired unit functioned as intended and returned to the customer. The patient cable was forwarded to the product performance group, and the issue was not able to be reproduced. The patient cable passed continuity testing without issue. The root cause of the reported alarms was not able to be determined. The device history records were reviewed and revealed no deviations with manufacturing and qa specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), and the heartmate 3 patient handbook are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 5 of the patient handbook, entitled ¿alarms and troubleshooting¿, section 7 of the IFU, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including yellow wrench alarm conditions, and the actions to take if the alarms cannot be resolved. Section 6 of the patient handbook, ¿caring for the equipment¿ and section 8 of the IFU, ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Section 3 of the IFU and the patient handbook, ¿powering the system¿, explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.